Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during device implant, there was an error message, indicating a loss of communication between the programmer and pacing system analyzer. The patient was pacing-dependent and being paced by the analyzer at the time of the issue, but pacing continued, despite the error. An alternate analyzer was used to complete the procedure. The analyzer is expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that it was noted at change out that the analyzer connection was slightly loose when the user went to replace it.

Manufacturer narrative:
Product analysis: the complaint could not be confirmed. The analyzer passed all functional, systems, and electrical testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned for service.